Event description:
It was reported that mid case, one of our tur diathermies leads overheated and snapped off at the connection point. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: during inspection of the cable, it was determined that the cable at the instrument connector had suffered damage due to temperature. The cause of the defect is that liquid probably penetrated the cable at the transition point into the instrument plug. At this point, the liquid heated up significantly and exploded. The cause is wear and tear of the product. According to IFU, this could have been detected during a thorough inspection prior to use. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).